Manufacturer narrative:
Customer report was confirmed. Small flashes were found around the edge of dpt male luer opening. The luer thickness was not even or the same. The thicknesses ranged from .0202" to .0330". There is no available spec. For the luer thickness. The luer i.d. Was measured .100" while spec. Is .104" +/-.002" per drawing rev. N. 548 unused returned units from customer are returned to manufacture for further evaluation.

Event description:
It was reported that there was flash inside the male luer connector.

Manufacturer narrative:
Device not yet received for evaluation.